Manufacturer narrative:
Date of event is estimated. Reporter name: (B)(6). E1 reporter fax number: (B)(6).

Event description:
Related manufacturer reference number: 1627487-2023-02523. It was reported that the patient experienced ineffective therapy since 3-6 months ago. The impedance were all fine. In turn surgical intervention took place wherein a new lead was unable to be implanted due to scar tissue. As such, the drg system was explanted and replaced with a scs system. Reportedly, therapy was confirmed post operation.

Manufacturer narrative:
The reported event of revision was confirmed. As received, visual inspection showed the returned lead with (B)(6) found all the internal lead wires being broken. These fractures are consistent with an overstress condition or sudden event the lead was subjected to while still in vivo. The cause of the event is consistent with damage during use.

Event description:
Related manufacturer reference number: 1627487-2023-02523. Related manufacturer reference number: 1627487-2024-00425. In turn surgical intervention took place wherein the leads were explanted. A new lead was unable to be implanted due to scar tissue. As such, the drg system was explanted and replaced with a scs system.